Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed as "high," and the meter bg reading was 66mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 44 mg/dl. Bg was addressed via a nasal glucagon injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
Dexcom performed an investigation of the transmitter data. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. The allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed.